Event description:
It was reported that the right atrial (ra) lead pacing impedances of this implantable cardioverter defibrillator (ICD) system were found to be out of range at greater than 3000 ohms. Technical services (ts) analyzed device episode data and also found a stored signal artifact monitor (sam) episode here there was respiratory rate trend (rrt) oversensing. Further monitoring and possible reprogramming were suggested. The ra lead was a non-boston scientific product. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right atrial (ra) lead pacing impedances of this implantable cardioverter defibrillator (ICD) system were found to be out of range at greater than 3000 ohms. Technical services (ts) analyzed device episode data and also found a stored signal artifact monitor (sam) episode here there was respiratory rate trend (rrt) oversensing. Further monitoring and possible reprogramming were suggested. The ra lead was a non-boston scientific product. No additional adverse patient effects were reported. Currently, this ICD system remains in service.